Manufacturer narrative:
The device was not returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that six months ago, this pacemaker displayed six months of remaining longevity and now has declared elective replacement indicated (eri). Impedance has been stable and there is no information regarding output reprogramming. The device was explanted and replaced with a competitive device. No adverse patient effects were reported.